Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. No unexpected noise during vibration noted. The insulin pump received with minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump was making a loud noise when vibrating. The patient's blood glucose at the time of incident was 12.0 mmol/l. The customer stated that there was discoloration at the dome sticker and that the drive support cap was flush and not indented. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.